Event description:
It was reported that during a ladg procedure, the jaw could not be opened even after the manual release lever was pulled. It occurred at the first firing. Unk how the device was removed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.